Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 120 mg/dl. Reportedly, a supply change was performed to address the issue and customer declined further assistance from tandem technical support regarding the issue. Multiple contact attempts were made by tandem technical support to confirm if customer resumed insulin delivery; however, the customer did not respond. No additional patient or event information was available.